Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found water droplets inside the blood detect tubing, and removed the water droplets. The fse calibrated 3 pressure transducers. The unit passed all functional and safety tests and was returned to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a gas loss alarm and maintenance code #3. The patient was shifted to another, working unit. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).